Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system had an alert for a lead safety switch (lss) from bipolar to unipolar sensing configuration. Technical services (ts) examined device data and found that the left ventricular (lv) lead pacing impedance had measurements of 2154, which were out of range. The right ventricular (rv) lead pacing impedance had dropped from 540 to 342 ohms, which was low within normal limits as well as low evoked response which resulted in the right ventricular automatic threshold (rvat) test to be in suspension. The thresholds of both leads were approximately 1.5v. Subsequently, it was discovered that the patient had passed away. No additional adverse patient effects were reported. This lv lead was a non- (B)(6) product. Currently, the crt-p system remains implanted but no longer in service. This report reflects information received by FDA in the form of a notification per 803.22 (b(2).